Event description:
It was reported that pump displayed altitude alarm and required cartridge replacement before pump resumed normal operation. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge, insulin was not suspended at time of call, and technical support provided tips to prevent future altitude alarms, which caller understood and acknowledged; no additional information was received regarding any further outcome.